Manufacturer narrative:
On 24-apr-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Near the end of the cardiac ablation procedure with a thermocool smarttouch sf catheter, the patient experienced blood pressure dropped, and pericardial effusion treated with pericardiocentesis with fluid removal. The patient was transferred to operating room to have a patch placed. The outcome of the event was that the patient's condition improved. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device lot number 31728660l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 1728660l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Near the end of the cardiac ablation procedure with a thermocool smarttouch sf catheter, the patient experienced blood pressure dropped, and pericardial effusion treated with pericardiocentesis with fluid removal. The patient was transferred to operating room to have a patch placed. The outcome of the event was that the patient's condition improved. The procedure was for the placement of a lariat device followed by an atrial fibrillation ablation. Intracardiac echo displayed a pericardial effusion. Pericardiocentesis was completed, and the amount fluid removed was unknown. The patient was stable on transferring to the operating room to have a "patch placed". The physician response was that the effusion was caused during epicardial access for implantation of the lariat device. The patient required extended hospitalization because of staying overnight for monitoring. A ngen pump was during the procedure.